Event description:
According to the rptr, the device was observed with power on during a shift change check. Power was cycled & the operator observed a "connect electrodes" with a pt simulator connected & "push analyze" without a pt simulator attached.